Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 459 mg/dl and insulin pump had no delivery alarm. Customer¿s current blood glucose is 200 mg/dl. The customer treated with the manual injections. Troubleshooting was done for no delivery alarm. Customer stated they have tried all remedies. Customer decline to troubleshooting for high blood glucose level. The insulin pump will be returned for analysis

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing. (B)(4).